Event description:
Facility has experienced three problems of a repetitive nature found among 44 beds purchased from this MFR. Although MFR has been contacted concerning these problems, measures to correct them have been inadequate. Hi/lo motor screw assembly has currently failed in 4 instances. The screw itself has bent at an angle too severe for hi/lo motor to operate, resulting in the transport of pt to another bed. Trendelenburg/reverse trendelenburg bracket has in ten cases proven to be insufficient in strength to sustain the weight of pt and/or medical professional in the case of treatment, such as the application of pressure to pt's chest. Shoulder bolts which support the four corners of the bed have been found loose in numerous occasions and have fallen out of one corner of the bed on two occasions causing extreme unevenness. These problems though not all inclusive, present obvious pt dissatisfaction, and if left unattended present the possibility for a pt injury from sudden changes in head or foot position.